Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It is unclear whether the reprocessing was carried out in accordance with the instructions for use, so the cause of the foreign matter remaining could not be determined. There was no deformation in the area where the foreign material remained. The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation determined the cause was due to insufficient cleaning. In addition, other issues found included due to clogging of the nozzle, water removal ability does not meet the standard value. The angle wires were stretched, the adhesive part on the bending rubber is worn out, crack of the adhesive on the bending section cover, part of the insertion tube is caught and pinched-the insertion tube becomes deformed from handling issue, damage or deformation due to physical stress caused by handling, and a crack of resin part crack due to impact such as dropping or crack of molded part due to physical or chemical stress caused by handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had poor water supply and separation. The device was returned for evaluation. During the device evaluation, there was a foreign object found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.